Event description:
It was reported that the patient reported tiredness and went the emergency room. The patient's heart rate was in the 40's. The pacemaker clinician could not interrogate the device as it was totally unresponsive. There was no evidence of pacing. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.